Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device with 510(k): p070016. (B)(4). Summary of investigational findings: supplier evaluation confirmed the reported event, describing that coils was unevenly spaced in the compromised location of the sheath, outer covering of the sheath being deformed and elongated and that the device could not be deployed using reasonable hand-applied force. However, a root cause was not determined. As stated in the description of event the patient was judged to be anatomical suitable for the procedure. However, no imaging was provided to support this statement. Therefore patient anatomy might be an influential factor, as the IFU states certain anatomic elements may result in difficulty when withdrawing the sheath. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to the initial reporter: on (B)(6) 2016, an (B)(6)-year-old male patient underwent tevar. The access route was equal or more than f8.5mm which was considered to be large enough to deliver the device. Tortuosity from the abdominal aorta to the thoracic aorta was so mild as not to obstruct advancement of the delivery system to the target site. Thus, the patient was judged to be suitable for the procedure. Preparation of the device was performed as intended. The delivery system was advanced from the right femoral artery to the target site with no problem and deployment of the stent graft was attempted. However, the physician could not withdraw the outer sheath. (The outer sheath would not move.) Though another physician tried instead, he could not withdraw it at all either. Very strong force was applied to withdraw it next, then the outer sheath broke with abnormal noise. Since the procedure with the device became impossible due to the breakage, the device was replaced with another one. The procedure was completed with the replacement with no problem in stent graft deployment. Patient outcome: the patient recovered on (B)(6) 2016 and there have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Similar to device with 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: on (B)(6) 2016, a (B)(6) male patient underwent tevar. The access route was equal or more than f8.5mm which was considered to be large enough to deliver the device. Tortuosity from the abdominal aorta to the thoracic aorta was so mild as not to obstruct advancement of the delivery system to the target site. Thus, the patient was judged to be suitable for the procedure. Preparation of the device was performed as intended. The delivery system was advanced from the right femoral artery to the target site with no problem and deployment of the stent graft was attempted. However, the physician could not withdraw the outer sheath. (The outer sheath would not move.) Though another physician tried instead, he could not withdraw it at all either. Very strong force was applied to withdraw it next, then the outer sheath broke with abnormal noise. Since the procedure with the device became impossible due to the breakage, the device was replaced with another one. The procedure was completed with the replacement with no problem in stent graft deployment. Patient outcome: the patient recovered on (B)(6) 2016 and there have been no adverse effects to the patient reported.